Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for the potentially associated lot number h12i08034 and h12i30020. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On (B)(6) 2013, the patient experienced peritonitis. The patient was admitted to the hospital on (B)(6) 2012. The cause of the peritonitis was unsanitary conditions in emergency housing. Treatment was not reported. The patient was discharged on (B)(6) 2013. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). On (B)(4) 2013, follow up information was received related to this event. It was reported that the cause of the peritonitis was unknown. On a later date, the patient recovered from the peritonitis. It was unknown if the patient recovered from the abscess in their peritoneum. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It was reported the events of catheter infection and peritoneal abscess began with peritonitis which was manifested by severe abdominal pain, high fever, and cloudy effluent. The patient did not recall if pd effluent samples were obtained on admission to the hospital due to being in severe pain and being given pain medication. The patient was treated for the peritonitis with vancomycin oral and intravenous route (dose and frequency unknown) during hospitalization. Pd therapy was ongoing throughout the peritonitis event. The patient recovered from the peritonitis. Approximately one month after being discharged from the hospital for the peritonitis event, the patient went to the hospital due to having a clogged catheter. The patient's catheter was cleared by a surgeon and the patient reported having a lot of pain. As a result the patient went to the emergency room where they identified a catheter infection (details unspecified). One day later the patient went to the doctor's office for a follow up and discovered a peritoneal abscess. On the same day, the pd catheter was discontinued and the patient was placed on temporary hemodialysis therapy until she recovered from the peritoneal abscess. The patient reported pd therapy might continue within four weeks. The cause of the peritonitis was unknown. The cause of the catheter infection and abscess was unknown. Additional information was requested but is not available.